Event description:
It was reported that the pump battery would not charge. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer attempted various solutions, including using a different wall outlet and adapter, but ultimately the issue was resolved by replacing the pump. The customer was advised to use mdi as a backup therapy to ensure insulin delivery was not interrupted, and tandem technical support confirmed the shipping address for the replacement pump. The customer was instructed to return the problematic pump using a pre-paid label within 10 days and understood how to put the pump into storage mode.